Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01157. It was reported that patient experienced ineffective therapy due to high impedances. Reprogramming was attempted to no avail. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.